Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized in the month prior to passing away for an unreported indication and it was not reported if the hospitalization continued up to the time of death. It was not reported if pd therapy was ongoing at time of death or if therapy with a baxter device and/or baxter pd solution(s) was being performed prior to or at the time of death. The cause of death was not reported and it was not reported if an autopsy was performed. Treatment during the hospitalization was not reported. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.